Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a red alert for high electrode impedance via the latitude remote patient monitoring system. Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a red alert for high electrode impedance via the latitude remote patient monitoring system. Technical services discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in service. Additional information: the patient was seen for follow-up and x-rays, and no concerning noise was observed during maneuvers and movements. The high impedance was reproduced while the patient was seated and rotating their left arm. The health care professional (hcp) decided to keep the patient in the hospital until a replacement procedure was scheduled. It was noted that several troubleshooting steps were performed, and it was concluded that the electrode was the source of the inappropriate behavior. As such, the patient underwent a revision procedure, and only the electrode was explanted and replaced. The patient's s-ICD remains implanted and in service with no changes made. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.